Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. Investigation was unable to determine which of the leads attributed to the event. In turn, reprogramming was unable to resolve the issue. In turn, surgical intervention took place wherein two leads were added restoring therapy.